Manufacturer narrative:
(B)(4). As of this report, the device has not been returned. Should the device get returned, it will be analyzed. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient developed bleeding at the implant surgical site status-post subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The patient has a medical history of atrial fibrillation (af), hypertension, congestive heart failure, sepsis and recent fall. The patient presented to the hospital with moderate bleeding from the surgical site. Cultures tested positive for staphylococcus aureus and the patient had an elevated temperature. Medication was administered and the s-ICD system was scheduled for explant. A boston scientific field representative was contacted to interrogate the device since it was going to be explanted for infection upon reviewing device data, an untreated event was noted due to oversensing and wandering baseline. Boston scientific technical services (ts) was contacted and discussed the possible reasons for this (i.e., sternal wire, connection-related, or air) and provided troubleshooting recommendations for these types of situations. The s-ICD system has since been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the device header and casing. Inspection also noted that the sealplug was partially torn, but the intergrity of the seal was not damaged. The device was able to be interrogated and a memory download was performed successfully. One episode was recorded on (B)(6) 2015. No shock was delivered in this episode. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.